Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of backup vvi was confirmed in the laboratory via interrogation. The device image was reviewed and the reset was found to have been caused by a parity error. The parity error was reproduced during temperature chamber testing and the root cause was due to an anomalous component on the hybrid.

Event description:
It was reported that a device still in the box, was found to be in back-up vvi mode. The device was not implanted.